Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the steam trap had failed as it was dirty and clogged. As the steam trap was clogged, steam could not travel down the drain resulting in excess steam within the unit and therefore the reported wet instrument packs. The technician rebuilt the steam trap and proactively cleaned the water level probes. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician collected water samples to test the facility's incoming water and the results identified that six of the critical chemical attributes of water quality were above the maximum requirements for the carbon-steel steam generator as stated in the amsco 400 sterilizer operator manual. (Table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the carbon-steel steam generator's operating requirements. The amsco 400 operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to the facility's incoming water quality. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their amsco 400 sterilizer was producing wet instrument packs following completed cycles. This caused patient procedures to be postponed. No report of injury.